Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient first stated that they were not able to increase or decrease stimulation and cannot feel stimulation at all. The patient then said that it allows them to turn it down, but when they try turning it up the patient programmer shows the battery is dead. The patient stated that the patient programmer has brand new batteries and the ins is charged. The patient stated that they went to the healthcare provider (hcp) office and attempted to contact a manufacturer's representative (rep), but they were on vacation. The patient was able to connect to the ins. The patient programmer shows the ins was on and the programmer was able to increase stimulation. The patient stated a weird screen popped up for a second and went away. The patient stated that it showed like it was not reading it. The patient says that when they are trying to adjust the device going up but a screen pops up and really fast and goes away. It was reviewed the patient could be seeing a wait screen. It appeared that the patient programmer was working as intended. The patient had no problems with the programmer. The patient confirmed stimulation was increased, but they feel no stimulation. The patient is normally at 2.9 volts and was at 3.7 and increased to 7 volts and still couldn't feel stimulation. At the hcp office, the patient saw an ins needing to be charged screen. The patient charged and still could not feel stimulation. The patient also mentioned that when they are sitting down and sit a certain way they can feel a tiny amount of stimulation, but that is the only time they can feel stimulation. No further complications were reported or anticipated.